Event description:
It was reported that the customer had an unspecified cartridge issue. Customer¿s blood glucose level was 308 mg/dl. A cartridge change was performed to address the issue.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.